Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities. Additionally, the posterior cuff tabs were returned flat; however, the proglide engineering group reviewed the return device analysis and indicated the tabs appeared to be manufactured as intended. The flat appearance is likely due to operational circumstances. Reportedly, a femoral angiogram was not performed prior to the procedure. It should be noted the perclose proglide instructions for use (IFU) states a femoral angiogram is needed to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses and / or posterior wall suture placement. The IFU also states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is not clear if the IFU deviations contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a interventional electrophysiology (ep) procedure. Reportedly, the needles did not engage and a "cuff miss" was noted. The sutures of one new proglide device were successfully pre-placed. The sheath was upsized to a 16f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of only one device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.